Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during a routine check, a high, out of range shock impedance measurement was recorded. Isometrics were performed while testing the shock impedances in all vectors. During these aggressive maneuvers, the shock impedance measurement in the triad configuration was 62 ohms. There was no change in the vector breakdown. Ts discussed possible causes. No further testing was performed. The boston scientific field representative also indicated that they could not see an event from 6 months ago. Boston scientific technical services (ts) discussed changing the view settings on the programmer which resolved that concern. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the cause of the out of range shock impedance measurement was not conclusively identified. The patient will continue to be followed remotely. No adverse patient effects were reported. The system remains in service.